Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained.

Event description:
The consumer reported that the binax now covid-19 antigen self-test came into contact with their nose. Per the consumer, they added the extraction reagent to the swab and then inserted the swab into their nose. The patient reportedly rinsed their nose with warm saltwater. The consumer was provided with the number for poison control. No further treatment was performed.